Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted.

Event description:
The patient was implanted with two (2) afx2 bifurcated stent grafts, non- endologix (cook) proximal extension and non- endologix (cook) limb extensions to treat an abdominal aortic aneurysm (aaa). This procedure is outside the indications of use. The non- endologix (cook) proximal extension was implanted first. Then the first afx2 bifurcated stent graft was attempted to be implanted however due to the guide wire being behind the graft (incorrect location) the stent deployed prematurely in the aorta and was unable to be removed. The afx2 bifurcated stent graft was pushed/ crushed against the aorta walls and relined with another afx2 bifurcated stent graft. Then an additional non- endologix (cook) limbs were implanted. The procedure was prolonged an additional 2.5 to 3 hours. The procedure was completed with no additional events and the patient was reported as doing well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. An attempt was made to obtain medical records and medical images but was denied as patient authorization is needed. As such, procedure related harms, event determination, related patient harms and patient disposition could not be assessed. However, as this procedure is outside the indications of use (off-label) due to concomitant use with non-endologix (cook) products outside the IFU, this may have cause or contributed to the event. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2.